Event description:
It was reported by the rep that the deivce was used during a laparoscopic assisted vaginal hysterectomy. It was reported the initial firing of the tsw35 device proceeded to start staple formation then it became stuck and jammed or misfired. The surgeon removed the device and asked for another similar device which was used to complete the case. There was no consequence to the device.